Event description:
Patient reported, device rupture. Diagnosed by ultrasound. "Lump in my armpit and burning pain". The device remains implanted. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and silicone migration.

Event description:
Patient reported left side device rupture diagnosed by ultrasound, "lump in my armpit and burning pain". Healthcare professional confirms "silicone in axillary lymph nodes". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: silicone migration: unable to observe as it is not related to the device. Rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Pain: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe. Pain: unable to observe. Lump/nodule: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side device rupture diagnosed by ultrasound, "lump in my armpit and burning pain". Healthcare professional confirms "silicone in axillary lymph nodes". The device has been explanted.